Manufacturer narrative:
The cobas e411 disk serial number was (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for qc material and patient samples from the cobas e411 disk analyzer. For one patient sample, the initial result was 1040 pg/ml, and the medical staff questioned the result. The repeat result was 235 pg/ml and was believed to be correct.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. As the qc recovery was acceptable, there was no indication of a performance issue with the reagent. The field service engineer recalibrated the assay using a fresh reagent pack and newly prepared calibration material. Both the calibration and qc results were within specifications. The field service engineer found a leak in the sample/reagent probe tubing and an issue with the photomultiplier (pmt) voltage. He tightened the tubing, performed a pmt high voltage adjustment, and ran performance testing along with a blank cell calibration. The investigation determined that the service actions resolved the issue.